Event description:
Bill stated the left intermediate siderail does not latch, he was wanting to know if he can clean anything. Bill stated he disassembled and cleaned the center arm assy for resolution. No serial number was provided.